Event description:
It was reported that a spectrum pump displayed downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported issue of downstream occlusion alarm was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the downstream sensor reading out of specification. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.